Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire/cable above the grasper/sealer broke. The surgical procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint broken/loose cable. The instrument was found to have a segment of the conductor wire sticking out at the distal end. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The instrument was found to have damage of the conductor wires insulation.